Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument jaw was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip tip at the midpoint of grip. The grip was attached the molded insulator. Additional observation related to customer reported complaint was also identified: the force bipolar instrument was found to have a dislodged molded insulator at the distal end. Additional observation not reported by site was also identified: the force bipolar instrument was found to have dried residue around the clamping pulley cable groove.